Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and prime anomaly. The customer¿s blood glucose was 349 mg/dl at the time of the incident. The customer reported a no delivery alarm during manual prime. During troubleshooting the customer was unable to get out of the prime screen. The customer was unable to complete the high blood glucose troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery test. Insulin pump was primed properly. No excessive no delivery/occlusion alarm noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.